Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021, information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the pt got covid and was in the hospital for while and couldnt charge battery in back and now when trying to charge, it will not connect. Pt states he has tried everything that he did before. Pt stated it had been 3 months since he last charged. The patient was redirected to their healthcare provider to further address the issue. The pt stated this had happened before about a couple years ago. On (B)(6) 2021, additional information was received from the patient. The patient answered the letter sent out to them. Regarding when the patient first noticed the issue connecting to the ins was maybe around (B)(6). The steps taken to resolve the issue was they got a hold of the manufacturer representative (rep). The issue has not been resolved. The patient needs a new ins. The patient has been working with the healthcare provider and are waiting for them to respond. On (B)(6) 2022, additional information was received from the patient reporting that the battery was going to be replaced on (B)(6) 2022. The patient¿s weight at the time of the event was requested but not reported.